Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use. The procedure was completed using a mobile c-arm. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the cardiac arrhythmia procedure, and it was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction of bad operating system drive port. Upon troubleshooting, the fse found that the hard drive of image processing pc (ippc) failed. The fse replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.